Event description:
Caller reported an issue with the incorrect time displayed on the pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed ranges that could cause concern. Technical support assisted the caller in updating the pump time and advised monitoring it for future discrepancies. Caller understood the guidance and agreed to follow up if needed.